Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the opened samples noted two needles. One needle was received broken at the tip. Upon microscopic inspection, instrument marks were observed near the break and bend sites. It was reported that the needle was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the needle is grasped near the swaged end or the tip and could cause bends, breaks, or damage to the connection between the needle and suture. The evaluation detected an unreported condition: needle bent. Visual inspection noted that the other needle was received bent at the tip. The product analysis noted evidence that the device was not used as intended. This issue may occur when the needle is grasped near the swaged end or the tip and could cause bends, breaks, or damage the connection between the needle and suture. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to the application of surgical instruments, such as forceps or needle holders. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total hysterectomy, it was discovered that the needle suture was passed to the physician without checking the tip of the needle and the product was used in the bleeding area in the pelvis floor. When the needle was returned to the instrument nurse, it was discovered that there was no tip and could not be found even after searching around the abdominal cavity and the operating field, and it could not be found even after x-ray imaging, but an object like the tip of the needle was found in the relevant packet, so the operation was at the lowest position. The needle that was used once was not returned to the packet and was stored in another location, so it was believed that the needle tip was damaged and it was used in the patient's tissue. It was noted that the procedure was extended by 20 minutes.